Manufacturer narrative:
(B)(4).

Event description:
There was a system revision due to this rv lead being implanted in an artery instead of a vein. It was found that the heart was rotated and so the physician decided to do a revision. During the revision this rv lead was explanted and replaced because there was tissue in the helix and the physician was unable to get it to stick in the new position. No adverse patient events were reported. The pacemaker remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.